Manufacturer narrative:
The device was received with minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, broken belt clip slot, cracked reservoir tube lip, reservoir tube cracked, and peeling keypad overlay. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the front sticker that covers the buttons on the insulin pump, was peeling off. It was reported that the customer had tapped it down. The customer's blood glucose level was reported to be 100.8mg/dl. It was reported that the device would be replaced.